Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The indicated failure mode of incorrect label content was not observed in the provided photo. Additionally, 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect/missing label information. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® z (no additive) plus urine tube, 300 tubes had an incorrect barcode label. There was no health impact or consequences reported.